Manufacturer narrative:
Concomitant products: oxysept 1-step: formula 07167x lot za04757. Neutralizing tablets: formula 09081x lot 60102. Enzymatic cleaner: formula 07458x lot 60698. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female consumer used oxysept the night of (B)(6) 2016, but the product did not have the usual pink. On (B)(6) when she put in her lens, she immediately had a burning sensation and had to remove the lens immediately and went to the emergency. On (B)(6) 2016 follow up was provided and she put the oxysept pink tablet in the solution and added an ultrazyme tablet, then she put her lenses in the lens case. She noticed that the solution did not become pink as usual. The morning after (B)(6), when she put her lens in, it burnt so she washed her right eye thoroughly with phylarm (sterile eye solution). Then she went to the ophthalmologist who said that she got conjunctivitis and gave her a treatment. She kept the doctor's prescription but she cannot read it. She only remembers that she had vitamin a eye drops. She went back then to the optical store that sold her oxysept with her product. They tested it again and put another tablet in the solution which took about 2 hours to become pink. It seems that it is not about misuse of product by the customer but maybe a quality problem. She left the product at the store. No further information was provided. Neutralizing tablets and enzymatic cleaner were used in conjunction with the solution on the reported event and each will have a separate MDR. This MDR represents the second of the two enzymatic cleaners as it is unknown which lot was used at the time of the event.

Manufacturer narrative:
Corrected data: in the initial MDR, UDI # was noted as na (not applicable). UDI # has been corrected as follows: (B)(4). In the initial MDR, reference to type of reports was inadvertently not provided. Update as follows: alternative reporting number: (B)(4). Device manufacture date: 02/01/2015. Device evaluation: the tablets were returned to the manufacturing site for investigation. Retain and return samples underwent chemistry testing. Return sample tested for appearance, enzyme activity, ph and osmolality. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product related to the customers complaint. Results were within established acceptance criteria. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product related to the customers complaint. Results are within established acceptance criteria. Manufacturing record review: a review of the manufacturing records was performed. The batch was manufactured and there were no unusual observations or deviations noted during tablet manufacturing. Reviewed the coa's (certificate of analysis) found that all results were within the specification limits. The batch was packed as per approved batch packaging record and there were no usual observations noted during the review. Reviewed coa's found that all results were within specification limits. Based on the review of manufacturing and packing records and certificate of analysis it was concluded that the customer's reported complaint related to the tablets was not confirmed. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.